Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with asymptomatic state 1 diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The topical steroid drops were increased, and the dlk resolved with treatment. Another report is filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).